Manufacturer narrative:
Update b5, e initial contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was an occlusion of blood vessels measuring about 3 mm. The patient is recovering normally and did not experience any symptoms related to coil premature detachment or damage. An abnormality was felt during the process of delivering the coil into the microcatheter through the introducer sheath, and it was subsequently discovered that the coil had been prematurely detached. The damage or fracture was not in addition to the detachment. All devices and accessories were prepared as indicated in the IFU. The causes of the premature detachment and coil damage were not determined, and no issues were identified that resulted in the observed damage. No detachment attempts were made using an instant detacher or manual method. It was unknown if any kink or damage observed on the pushwire since it was discarded by the customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no kink/damage observed to the echelon catheter. There was no friction or difficulty during the process.

Event description:
Medtronic received a report that after the microcatheter reached the target position and was ready for coil deployment, the bare axium helix coil detached and decoupled before entering the microcatheter, and was damaged/fractured after entering the microcatheter. The coil was replaced with a new coil to complete the procedure. No patient symptoms or complications were associated with this event. It was noted that the procedure was prolonged. The patient was undergoing coil embolization surgery. It was noted the patient's vessel tortuosity was extremely tortuous (severe).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.